Manufacturer narrative:
Film evaluation summary: the exact cause of the inaccurate delivery leading to unintentional coverage of the left hypogastric artery, which resulted in colon ischemia that required colectomy, and stent graft kink could not be conclusively determined from the pre-implant 3d recon report provided. Films at implant were not provided. The exact stent graft implant location and stent graft in-vivo configuration could not be assessed. Review of the pre-implant 3d recon report confirmed that the left iliac artery was severely tortuous. It is possible that implanting the stent graft in a severely tortuous left iliac artery may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: it was reported that the patient complained of pain while still in the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a 5.9 cm in diameter abdominal aortic aneurysm. It was reported that during the initial procedure the physician inadvertently implanted the endurant covering the left hypogastric artery due to the patient having good sized ima and poor c-arm imaging. This resulted in colon ischemia, and a colectomy was performed. During the review of the CT, due to persisting patient symptoms, physician discovered a severe kink in endurant iliac limb portion of lcia. This kink was not present intra-operatively likely due to presence of stiff wire in iliac during the procedure. However, post op scan shows a severe kink in endurant iliac limb with moderate to severe compression. The physician states that cause of the endurant stent graft kink is due to patient anatomy; tortuous of the iliac artery in lcia and user error for the covering of the hypogastric artery. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.